Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp gave motor control failure error message during procedure.there was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). Analysis of serial read-out revealed that timeout motor error during the day of the event, confirming the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. However, the motor control board was replaced as potentially involved component. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: based on available information and troubleshooting results. The root cause of the event is traced back to an intermittent failure of the motor control board.

Event description:
See initial report.

Manufacturer narrative:
Through follow up communication livanova learned that the serial number initially provided was the incorrect one. The correct one has been added to the dedicated d.4 section. Consequently the following corrections have been made: b.5 section has been updated with the correct product name. D.1 section updated with the corrected product information. D.4 section updated with the corrected product model/serial numbers. G.3 section updated with correct PMA/510(k) number. H.4 manufacturing date updated accordingly to the d.4 section. H.10: in the initial report it was stated that: "h10: livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6)." Please consider the above sentence invalid and consider valid the following: h10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6).

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) gave motor control failure error message during procedure. There was no report of patient injury.